Event description:
It was reported that this spinal cord stimulation (scs) devices were explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received indicating that lead replacement was required as part of the permanent implant procedure following the trial period. During this procedure, the trial leads were explanted and replaced with permanent implant devices. Since the trial period had concluded, removal of the trial leads was necessary. The reason for the implantable pulse generator (ipg) replacement remains unknown.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2158-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear lead kit 70 cm. Unique identifier (UDI) # (B)(4). Model number/catalog number: sc-2158-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear lead kit 70 cm. Unique identifier (UDI) # (B)(4).

Manufacturer narrative:
The device (sc-1110-02, sn: (B)(6)) was not returned to boston scientific for analysis, and the complaint reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Record review revealed no additional information related to the complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: cause not established. No escalation is required. B3: estimated based on gfe response from sales representative, where is stated that procedure was performed on (B)(6) 2019. B5: correction was done and additional information was added. D2b: additional pro code selection that applies to the indication of this device qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2158-70, serial number: (B)(6), batch/lot number: 366774, model/catalog description: linear lead kit 70 cm, unique identifier (UDI) # (B)(4). Model number/catalog number: sc-2158-70, serial number: (B)(6), batch/lot number: 386779, model/catalog description: linear lead kit 70 cm, unique identifier (UDI) # (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) devices were explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received indicating that lead replacement was required as part of the permanent implant procedure following the trial period. During this procedure, the trial leads were explanted and replaced with permanent implant devices due to the trial period had concluded and the removal of the trial leads was necessary. The reason for the implantable pulse generator (ipg) replacement remains unknown. Both the lead replacement and the ipg procedure were performed on separate dates.

Manufacturer narrative:
D2b: qrb b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2158700 model: sc-2158-70 serial: (B)(6). Batch: 14439040 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2158700 model: sc-2158-70 serial: (B)(6). Batch: 14439040 UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) devices were explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.